Event description:
Customer reported device=308 mg/dl. Lab=94 mg/dl. Previous to the testing, pt had eaten, exercised, and taken medication. Pt was given 5 units of insulin based on the results and a d5w IV. Controls were in range. A request was made for return product and replacement product was sent.